Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: gel mentor memorygel breast implant 350cc,catalog number lot number 237838s, catalog number 3544350. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a gel mentor memorygel breast implant 350cc breast implants and experienced bilateral rupture. As a result, the patient will undergo explantation in (B)(6) 2018. This medwatch is for the left breast implant.

Manufacturer narrative:
On 06/06/18, it was reported to mentor that the device history record (DHR) of lot number 237838s reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).